Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was that they had a fall on the third and have been having problems with the ins since. Pt stated that they were getting more spasms since the fall and that yesterday morning out of nowhere they felt that the ins itself was on fire so they shut the ins off right away. Pt stated that they waited a couple hours and then turned the ins back on, however almost immediately they felt like their back was on fire and sharp stabbing pain where the ins sat in the pocket. Pt stated that they put an ice pack over the ins site yesterday after the incident and had kept the ins shut off. Pt stated that they placed a call into their provider and left a message; pt stated that they called yesterday and today. Pt thought that hcp's name was victoria rossi; pt noted that hcp was working under (B)(6) . The patient was redirected to their healthcare provider to further address the issue.  Pt stated their doc tor called them this morning to get x rays of upper and lower back and their doctor advised them to schedule an appointment with a manufacturer representative.

Event description:
Rep reported that patient was to be seen on 6/17. The cause was not able to be determined. All impedances and connections were within range. Patient was reprogrammed. He stated the burning sensation went away for about and hour and then came back. He shut the device off after that. The issue was not resolved. Patient weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.